Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump got hit with a water balloon. It was also reported that buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.